Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary shoulder surgery, the surgeon fractured the pt's humerus just distal to the 14mm broach trial. It is felt that 1mm increments possibly could have helped to avoid a fracture. This also caused a surgical delay of 20 minutes.